Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no adverse impact to customer's blood glucose level. Customer continued to use the pump for insulin therapy and contacted the healthcare provider to obtain alternate insulin therapy

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.